Event description:
It was reported to boston scientific corporation that the patient was implanted with a solyx sis system on (B)(6), 2011. The patient was stable at the conclusion of the procedure. The patient has reportedly experienced dyspareunia and continued incontinence since the device implantation. An obtryx system (exact type unknown) was successfully implanted on (B)(6), 2012. The patient's current condition is unknown. Attempts to obtain additional information have been unsuccessful. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Although the lot number was not provided, it was reported that the device was not used past its expiry date.